Manufacturer narrative:
(B)(4). D10: size 2 4-peg modular cemented glenoid cat: sagl2042 lot: 65476154. Trabecular metal modular post cat: sagp0002 lot: 65325011. Size 3 4-peg modular cemented glenoid cat: sagl2043 lot: 64938291. Trabecular metal modular post cat: sagp0002 lot: 65113999. Versa-dial/comp ti std taper cat: 118001 lot: j7157377. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a right revision procedure approximately one month post implantation due to instability and dislocation complicated by lesser tuberosity repair failure. The initial stem remained intact, and all other components were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.